Event description:
The pt's mother claimed that the down arrow button does not spring back and click as usual: the button requires more strength to press. The pump reportedly has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to the down arrow button and the down arrow button contact was found misaligned.